Event description:
It was reported that during a vaginal vault suspension with cystocele repair, the physician was placing the suture in the arcus tendinous when the bullet popped off inside the pt. The physician was unable to locate the bullet and ordered an x-ray on the same day. It was discovered that the bullet was still lodged in the pt. Pt received no injuries or experienced any adverse effects.

Manufacturer narrative:
No sample was returned for evaluation. Review of the manufacturing records from teleflex medical indicates (B)(4), lot # 02c1101347 passed all in-process and final inspection criteria prior to release. The instructions for use which accompanies each device states: "precautions: avoid excessive handling i.e. Crushing or crimping resulting from use of surgical instruments such as forceps and needle holders. Adequate knot security requires the accepted surgical technique of flat, square ties, with additional throws as warranted by surgical circumstance and the experience of the surgeon. The use of additional throws may be particularly appropriate when knotting monofilaments. Strong familiarity with surgical procedures and techniques for non-absorbable sutures is required before use. Discard used needles in appropriate container ("sharps"). This device should be handled and disposed of in accordance with all applicable regulations including, without limitation, those pertaining to human health and safety and the environment. Adverse reactions: adverse effects associated with the use of this device include: wound dehiscence, calculi formation in urinary and biliary tracts when prolonged contact with salt solutions such as urine and bile occurs, infected wounds, minimal acute inflammatory tissue reaction, and transitory local irritation." (B)(4).